Event description:
It was reported that a user experienced a low blood glucose event followed by hyperglycemia after overcorrecting and manually pausing insulin delivery on the ilet pump, with no alerts or alarms reported and troubleshooting and education provided to advise small carbohydrate doses and to avoid pausing insulin. Symptoms included hyperglycemia. Outcomes included no reported injury and no medical intervention beyond user education. Investigation included collection of a blood glucose questionnaire and remote troubleshooting. Investigation of this case revealed user-initiated interruption of insulin delivery and subsequent overcorrection as the likely contributors, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.